Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that calibration were performed to resolve the issue and representative could not replicate the issue after performing calibrations. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the system had to be rebooted twice to boot up the imaging to 2d screen as the x-ray bar kept scrolling without getting ready. It was reported that the floouro and rad gain calibration were overdue. There was no patient present at the time of the issue.

Manufacturer narrative:
The reported issue was reviewed by medtronic personnel. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.